Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in spinal fusion, the imaging system went into standalone mode after performing a 2d ap image. The site radiologic technologist (rt) restarting the imaging system and viewing station of the imaging system which resolved the reported issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.